Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(6) - no known impact or consequence to patient; spot on lens. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a cc4204a collamer single piece lens had spot on lens. Further information has been requested from the facility but none has been forthcoming. When additional information is made available a supplemental medwatch will be submitted.

Manufacturer narrative:
Results - a visual inspection of the returned product found no visible damage to the lens. Lens was checked and no spot on the lens. Lens was returned in liquid. There was evidence of clear particle in liquid. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.(B)(4)

Manufacturer narrative:
Device history review: after a review of the device history record, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No root cause can be identified. Based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).